Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Manufacturer narrative:
Internal identifier(s): (B)(4). Evaluation: labelling provides appropriate precautions/warnings. Customer complaint data was reviewed and no adverse trends were identified. The architect hiv ag/ab combo reagent and calibrator package inserts and msds sheets were reviewed and adequately address the precautions to be taken. The calibrator 1 (cal1) is purified hiv viral lysate prepared in tris buffered saline with protein (bovine) stabilizer with preservative, sodium azide. Due to the nature of the architect hiv ag/ab combo positive calibrator it is not likely that splashing the material into a person's eye would cause infection with (B)(6) or other adverse health consequences. Based on the available information and this evaluation, no deficiency was identified for the architect hiv ag/ab combo calibrator related to the issue under evaluation.

Event description:
The account stated that architect hiv ag/ab calibrator splashed into the laboratory technician's eye. The technician went to the emergency room and was given first aid and was put on anti-viral drug therapy.